Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.